Event description:
It was reported that the patient had a cerebral vascular accident (cva) stated to be a hemorrhagic stroke. The patient was moved to the intensive care unit (ICU). There were no reported problems with anticoagulation. The patient was noted to have suspected thrombus within the outflow graft. They had a lot of low flow alarms. The customer requested low flow software.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
No symptoms of cva were noted. It was noted that the patient had an aspergillus infection which could contribute to both bleeding and clotting. Anticoagulation was stable until the brain hemorrhage and then was stopped. The patient was noted to have suspected thrombus within the outflow graft (ofg). Low flow 2.0 software was installed. Symptoms of thrombus included the patient being sedated and low flows on the pump. The pump speed had been gradually increased due to increasing low flow alarms and decreasing flow. An echocardiogram and computed tomography (CT) scan were conducted; however, CT images were unavailable. The patient was given a heparin infusion due to thrombus in the ofg. The thrombus was reportedly unresolved. It was noted that the cva resolved from a bleeding standpoint after an initial drainage of blood from the brain, and a craniectomy to decrease pressure. The patient passed away on (B)(6)2024 whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed and would not be provided. It was unknown if the pump would be explanted and returned.

Manufacturer narrative:
A4 patient weight not provided. B2: death date provided. B5: additional information. H1 report type updated. H6: health effect-clinical, health effect- impact and medical device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported suspected thrombus could not be confirmed as no images were provided and no product was returned. The submitted controller event log file contained data from 16:27:31 through 20:14:09 on (B)(6) 2024. The file captured the pump operating at a fixed speed of 5400 revolutions per minute (rpm) with a low speed limit of 5000 rpm. The file consisted of intermittent low flow events, many of which resulted in low flow alarms. These low flow alarms lasted up to two hours, with flow captured at 2.3-2.4 liters per minute. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. It was unknown if an autopsy was performed and would not be provided. It was unknown if the pump would be explanted and returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, stroke, bleeding, infection, and device thrombosis. Section 6 of the IFU, ¿patient care and management,¿ lists infection and thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.